Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monophasic pulse during pulse testing) has been confirmed. A review of device download data confirmed that the monitor delivered a monophasic pulse during incoming pulse testing at the distributor. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor delivers a monophasic pulse during pulse testing.

Manufacturer narrative:
Submitting supplement as there was additional information. Device evaluation of monitor has been completed. The reported problem (monophasic pulse during pulse testing) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to defective t3 transformers on the defibrillator pca. The root cause for the defective transformers could not be positively identified. No adverse events occurred from the monitor malfunction. Device evaluation of monitor has been completed. The reported problem (monophasic pulse during pulse testing) has been confirmed. A review of device download data confirmed that the monitor delivered a monophasic pulse during incoming pulse testing at the distributor. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor delivers a monophasic pulse during pulse testing.